Manufacturer narrative:
H6 device codes: corrected

Event description:
Agent ide study. It was reported that an inflation problem occurred. In april 2022, the subject presented with stable angina and was randomized into the agent ide study and the index procedure was performed on the same day. Heparin or antithrombotic medication and gp iib/iiia inhibitor were administered at the time of index procedure. The subject was on a prior regimen of aspirin and antiplatelet medication other than aspirin (>= 72 hours) at the time of index procedure. A loading dose of 324 mg of aspirin and 600 mg of clopidogrel were given prior to the procedure. The 70% in-stent restenosed target lesion was located at the distal right coronary artery (rca) and was 15 mm long with a reference vessel diameter of 4.0 mm. The target lesion was predilated with 4.0 mm x 20 mm balloon with 20% residual stenosis with timi flow 3. Following pre-dilation, the lesion was treated with 4.0 mm x 20 mm nc quantum apex. Slipping of the balloon was noted, but the target lesion was treated successfully with 15% residual stenosis and timi flow 3. The subject was discharged on aspirin and prasugrel.

Event description:
Agent ide study it was reported that a positioning problem occurred. In april 2022, the subject presented with stable angina and was randomized into the agent ide study and the index procedure was performed on the same day. Heparin or antithrombotic medication and gp iib/iiia inhibitor were administered at the time of index procedure. The subject was on a prior regimen of aspirin and antiplatelet medication other than aspirin (>= 72 hours) at the time of index procedure. A loading dose of 324 mg of aspirin and 600 mg of clopidogrel were given prior to the procedure. The 70% in-stent restenosed target lesion was located at the distal right coronary artery (rca) and was 15 mm long with a reference vessel diameter of 4.0 mm. The target lesion was predilated with 4.0 mm x 20 mm balloon with 20% residual stenosis with timi flow 3. Following pre-dilation, the lesion was treated with 4.0 mm x 20 mm nc quantum apex. Slipping of the balloon was noted, but the target lesion was treated successfully with 15% residual stenosis and timi flow 3. The subject was discharged on aspirin and prasugrel.